Event description:
It was reported that the user inserted the catheter via left femoral vein without event, however, the spring wire guide (swg) would not go through the needle correctly. The user removed both the needle and the swg. During removal of the swg, the wire's distal portion started breaking. Part of the swg remained inside the pt's femoral vein. "Strong care" was needed to completely remove the swg.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.